Event description:
Failure to fire completely and cut versus failure to cut. The staple load became dislodged prior to closing the stapler jaws and was removed from chest and reloaded. During the stapler process, the 45mm stapler fired but did not cut the full length of the staple line. The device was removed from chest and the endoscopic shears were used to cut the remaining tissue.